Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 24, 2012 to september 25, 2012. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed no defects. While filling the device for a leak test, a leak was observed from the fill port. Further examination revealed a glass fragment, approximately 0.70 mm in size, trapped under the check-band. The reported problem was verified. The cause of the leak was determined to be the glass fragment under the check-band. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred either during or after filling, but before patient use. There was no patient involvement. No additional information is available. This is report 1 of 3.